Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the or tech when the cystic duct and artery were clipped, the clip would not clamp shut and appeared to be loose. When another clip was placed, the surgeon appeared to go slower and squeezed tighter and the clip scissored. The case was completed by either - opening a new clip applier or applying more clips. There was no consequence to the pt.